Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed since the device manufacture date is greater than one year from the event date. During a pm service, the stm accidently cut the temperature sensor wire. To fix the issue, the stm had to replace the front end board since the temperature probe is part of the front end board. The stm then completed the pm with full calibrations, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details. Please refer to the following email as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a bad temperature sensor wiring. The wire was accidentally cut. No patient was involved during this event. No adverse event was reported.